Manufacturer narrative:
Date of initial report: 01/06/2009. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the patient was in the operating room for a pe tube placement and adenoidectomy when, near the end of the procedure, the tip of the suction coagulator flamed and the tip melted. This was immediately recognized and the suction catheter was removed and the flame extinguished. Patient was assessed and no injury including airway trauma or burn was noted. The patient received a minor injury with a discoloration to the lip. The device came out of a 3rd party t & a kit.